Manufacturer narrative:
(B)(4). Device evaluated by MFR. - the visual and tactile inspection was performed and found the distal end of the guide wire missing and the kinked along the body at 4.9cm, 62.2cm and at 174.3cm approx. From the proximal end. All the outer diameter that could be measured were within the specifications. The returned device was sent to (B)(4) for analysis. The (B)(4) results stated evidence support torsion overload in a region with wear reduction as the cause of wire failure. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
Reportable based on the product analysis completed on (B)(4) 2013. It was reported that during preparation for a rotational atherectomy treatment procedure, the burr and the guide wire became tangled. The target lesion was located in the left anterior descending (lad) artery. The rotalink burr performed normally at the first. Then during the test outside the patient, the rotawire guide wire and rotalink burr tangled together. The procedure was not completed. No patient complications were reported and the patient condition is good. However, the returned product analysis revealed that the distal end of guide wire was fractured.